Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, the proglide foot plate was stuck open. The lever was returned to the original position but the proglide foot plate did not close. There was resistance on removal of the proglide device and it was pulled out of the patient anatomy. Plaque was visible on the back of the proglide foot. The posterior foot was missing. Bleeding occurred. An angiogram was performed to locate the missing foot but it was not located. Manual arterial compression was applied for 45 minutes to achieve hemostasis. Three hours later the patient was bleeding at the access site. A covered stent was placed to achieve hemostasis. Hospitalization was extended one day due to the issue with the proglide device. No additional information was received.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported foot break or foot retraction issue; however, the difficulty removing the device appears to be related to user error. It should be noted that the perclose proglide instructions for use, states: do not advance or withdraw the perclose proglide suture mediated closure device against resistance until the cause of that resistance has been determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.